Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and fecal incontinence. It was reported that the last time they tried to adjust their therapy they got a message that the battery was depleted and to call the manufacturer. Patient said that they last checked their implanted neurostimulator about 2 weeks ago. Patient mentioned that they had an incident where they had to catch a patient who was falling who was very heavy and thought that they might have moved the electrode when that happened and a month or so after that the ins was not as effective. Now when they try to adjust the stimulation they feel it in their left leg rather than anywhere in the area that is needed. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2tdw5); product type: 0200-lead; implant date (B)(6) 2023; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the issue was not caused by normal battery depletion. They stated it happened less than 2 years since implant. Appointment with surgeon on (B)(6) 2025. X-ray taken on (B)(6) 2025, will discuss with surgeon. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.